Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during a dilatation procedure performed on an (B)(6), 2022. During preparation, it was noticed that the balloon was bent at the top/balloon when taken out on the packaging. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0203 captures the reportable event of balloon bent. Block h10-: investigation results: the returned cre pro wireguided dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Visual inspection of the device noted evidence that the wireguided was bent/kinked in the distal side. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event was confirmed. The kink found in the wire are likely to have occurred due manipulation the device during the preparation. Forcing the device against significant resistance could result in device damage or loss of functionality the manner as the device was handled and manipulated may have caused the reported and encountered failure. This event is unlikely to cause or contribute to a death or unanticipated serious deterioration in health, nor would this event do so if it were to recur. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during a dilatation procedure performed on an (B)(6) 2022. During preparation, it was noticed that the balloon was bent at the top/balloon when taken out on the packaging. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.